Event description:
It was reported that the customer experienced low blood glucose levels (25mg/dl) throughout the night. Reportedly, low blood glucose levels were not due to the pump. Customer was disconnected from the pump and on lantus when experiencing low blood glucose levels. Customer drank orange juice and consumed candy to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.